Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling adhesive around the probe unit and crack distal end cover, and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Based on the results of the investigation, it is likely the following led to the malfunctions peeling adhesive around the probe unit and crack distal end cover: component failure. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no ultrasound image. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.